Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one jugular denali filter kit was returned for evaluation. During visual evaluation, it was noted that, the introducer sheath hub was detached from the sheath shaft. Base d on the provided photos and returned sample, the investigation is confirmed for the detachment. Two electronic photos were reviewed. Photo one shows the introducer sheath in a biohazardous bag. The hub of the introducer sheath was detached from the shaft. The second photo shows the enlarged view of the introducer hub that got detached from the sheath shaft but is still attached by the inserted inner tube. Therefore, based on the photo review, the reported detachment can be confirmed. A definitive root cause for the reported detachment issue could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 10/2024), g3. H11: d1, d4, h6 (method, result, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that during a vena cava filter placement procedure, the hub of the sheath was allegedly broken when the sheath was inside the patient; however, the filter was deployed successfully. There was no reported patient injury.

Event description:
It was reported that during a vena cava filter placement procedure, the hub of the sheath was allegedly broken when the sheath was inside the patient; however, the filter was deployed successfully. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history record could not be performed. The return of the sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway.